Manufacturer narrative:
Load cell, pcb box, communication cable.

Event description:
It was reported by service report that the zoom was moving forward way to fast even when it was put in reverse it took off forward faster than a person can walk. No pt involvement or adverse consequences are reported.